Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a localized skin reaction characterized by pimples and bumps limited to the area beneath the sensor pod. The reaction occurred one day after the sensor was inserted in the arm. On (B)(6) 2026, after removing the sensor, the patient noted a bump underneath the sensor pod site. The patient had a previously scheduled monthly follow-up appointment on (B)(6) 2026 and requested that the area be evaluated during that visit. Upon examination, the physician prescribed an oral antibiotic consisting of 10 capsules to be taken once daily for 10 days. The patient was unable to recall the name of the prescribed oral medication. The patient remained at the clinic for approximately 30 minutes and was then discharged home. At the time of reporting, the patient¿s condition was stable and reported as fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.